Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that there was contamination on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was evidence of contamination found on the force sensor assembly. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.